Event description:
It was reported that 24 hours post procedure the atrial lead dislodged and was repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935m62, implantable tachy lead, (B)(6) 2014; ddbb1d4, defibrillator, (B)(6) 2014. (B)(4).